Event description:
Staff report: patient was in preop for a transesophageal echo (tee). I had primed an IV bag prior to patient's arrival. When I started the IV there was no indication of any issues with the line; there was no fluid dripping from the tubing without the roller clamp engaged. After starting the IV, I engaged the roller clamp and checked to see that no fluid was being administered. There was no fluid dripping into the chamber. A while later the anesthesiologist came to bedside and noted that the roller clamp was engaged but that most of the bag (approx. 800 cc) of fluid had been administered. I have reported on this tubing issue previously and so am careful to check my lines to ensure they are not affected by this issue. I am also careful to assess that my lines are clamped after I start them. I am not sure how this happened this particular time, but I do know (and others have remarked on it also) that it is an ongoing issue. I unfortunately do not have the lot number from the packaging this time, but I had saved it and noted it previously in my prior incident report (ir). We need to eliminate the effected tubing from our supply because this could prove a serious issue for a patient depending on their health history. Engineering review: tubing set was not saved for evaluation, but this issue has been reported a few times in the past. It appears the frame part of the roller clamp is not sufficiently stiff and can bend enough for the roller to pop out of the track. From a distance, the roller appears to be in the closed position, but fluid can flow. There seems to be considerable variation in the stiffness of the plastic material used to make the track portion. Some seem much stiffer than others. Ambient temperature may also be a factor. Lot number given in device information is from packages in the same supply bin so may not be the actual lot number of the failed device. Original packaging was discarded.